Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. No accessories or original packaging were available for inspection. Visual inspection of the returned rf generator indicated all labels are intact, legible and appear to be free of physical damage & normal wear was indicated on the chassis body. Review of the engineering log files proved inconclusive as no system logs from the reported event date are present on the returned product. User defined target temperatures were monitored and achieved on all ports. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The field reported event was not able to be replicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing an inability to reach the desired temperature could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported insufficient heating could not be determined.

Event description:
During the procedure, an error message was received stating the generator could not reach the appropriate temperature and due to such, the procedure was cancelled. The probes and adapters were exchanged, but the issue remained. There were no adverse consequences to the patient.